Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system was giving 10 consecutive cuvettes failing level sense test. Customer reported that there was fluid on the drip tray cover over the reagent carousel. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) instructed the customer to check the reagent syringe. Customer reported that the reagent syringe was loose. Cts instructed the customer to tighten the syringe and clean the leak. Customer reported that they primed the reagent probes and did not observe any further leak.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).